Event description:
Main body deployement completed. Contralateral limb cannulated without difficulty. Suprarenal stent deployed, ipsilatral limb released, contralateral iliac leg inserted and deployed without difficulty, and no radiographic confirmation of the left hypogastric artery. Planned ipsilateral iliac leg extension inserted with a one stent overlap: deployed without difficulty. The ipsilateral iliac leg graft was then inserted with a one stent overlap and deployed without difficulty. Molding balloon was used to mold the proximal and distal sealing zones along with the overlap junction points. A post angiogram revealed an early filling endoleak at the level of the lumbar arteries and at the junction point area of the stent legs. Molding balloon was re-inserted and inflated in the ipsilateral leg at the area of the overlap between the iliac leg extension and the iliac leg graft. Another angiogram revealed the same endoleak appearance as the first. Balloon dilatation of the bifurcation area completed with two angioplasty balloons using a "kissing" technique. Another angiogram revealed continued endoleak. Another manufacturer's stent was deployed in the area of the proximal 17mm sealing stent of the main body graft. Stent was post dilated with a large diameter angioplasty balloon. Post angiogram taken and revealed the continued endoleak. An iliac leg extension was placed in the contralateral leg, in the area of the overlap placed in the contralateral leg, in the area of the overlap of the iliac leg graft and the contralateral limb of the main body graft. Post dilatation completed and another angiogram revealed the continued endoleak showing the same endoleak detail as the first post angiogram. A final treatment with an iliac leg graft deployed in the ipsilateral leg, in the area of the overlap of the main body graft, the ipsilateral iliac leg extension, iliac leg graft and the expandable balloon stent. Post angiogram taken, revealing the same apperance of endoleak as prior runs. Case concluded at that time with the result of a continued type ii endoleak. Patient will continue to be monitored. Refer to 1820334-2003-00254 and 1820334-2003-00255.